Event description:
This is not a reportable event as the patient died following pre-op for a bladder tumor and the death was not considered related to the study device.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
(B)(4) clinical study. It was reported the patient died. In (B)(6) 2010 a taxus liberte stent was implanted to treat an unspecified target lesion. In (B)(6) 2013 the patient died of unknown causes.